Event description:
The following info was provided by the cook area rep based on comments made by the user. This feeding tube had been placed in the pt approx two years prior to this occurrence. The placement occurred at another facility and no record is available. During the process of removing the device for replacement, the internal dome piece did not remove itself during the normal feeding tube removal. To retrieve the internal dome, the physician performed an upper endoscopy. Removal was successful and no harm to the pt occurred. The current status of the pt is good.

Manufacturer narrative:
Investigation eval: our lab eval of the product said to be involved, confirmed the report that the catheter severed. Part of the feeding tube with the external bolster and a blue adapter attached was returned. Part of the feeding tube with the tulip tip attached was returned. Both of the returned pieces were extremely discolored in nature indicating that the product was substantially aged. The detachment occurred on the actual feeding tube and it was severed in nature. A review of the device history record could not be conducted because the lot number was not provided. Investigation conclusions: a definitive cause for the reported observation could not be determined because the condition of the product said to be involved prohibited a complete eval. The complaint reports states. "This feeding tube had been placed in the pt approx two years prior to this occurrence" which is not recommended per the instructions for use. The instructions for use states: replacement is recommended every three months or at the discretion of the physician. Extraction: of the tube does not rotate freely within the tract, do not attempt to use traction as a method of removal. Extraction: the tube must be pulled straight out of the stoma tract. Prior to distribution, all enteral feeding products are subjected to a visual inspection to ensure device integrity. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.